Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced inaccuracy in cgm readings during an extreme low. Cgm was reading 154 mg/dl when the patient lost consciousness. Patient's daughter called the paramedics, who, upon arrival, tested the patient's blood glucose at 33 mg/dl and administered an IV. Patient was fine but felt soreness at his shoulder at the time of his call to dexcom technical support.